Event description:
On (B)(6) 2015, the company became aware that patient on anticoagulation for a heart valve with a history of multiple transfusion-requiring bleeding episodes underwent an uneventful urolift system treatment on (B)(6) 2015. The patient discontinued warfarin and was anticoagulated with lovenox through the time of the procedure. He was restarted on warfarin after the procedure. Nine days after his procedure and during his second sexual encounter post implantation, the patient developed a retroperitoneal hemorrhage. The patient was admitted to the hospital, received blood transfusions and was observed under conservative care. He was discharged in stable condition 1 week later.

Manufacturer narrative:
(B)(4).